Manufacturer narrative:
The device was thoroughly evaluated at the factory and there were no problems identified when the device was used as intended.

Event description:
Doctor was using device when he noticed the device was getting hot during procedure. Doctor noted injury was not significant due to early notice.